Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that patients often miss doses because the clinicians don't unclamp the roller clamp of the secondary tubing.